Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. D4: full UDI is not available due to missing information (unknown lot#).

Event description:
The blade ejected from the handpiece during a service evaluation at the manufacturer facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The blade ejected from the handpiece during a service evaluation at the manufacturer facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information: d1,d4; part number was provided by initial reporter. D4: full UDI is not available due to missing lot number. Correction: this event is not reportable as the blade is concomitant to the handpiece. H6: the quality investigation is complete.